Event description:
Information received with return of the explanted device notes that the patient felt "unwell" and presented to the hospital. The device could not be interrogated and there was no magnet response. After explant, the device exhibited limited communication and was found to be in back-up mode.